Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of all motoro function in both legs postoperatively. Lead diagnostics revealed there was an epidural hematoma at the site of the lead tip. The patient underwent surgical intervention where the entire scs system was explanted and the hematoma was removed. Follow up information identified the patient has regained functionality of her left leg and had regained some motor function in her right leg. The leg weakness still persists. The patient is in rehabilitation.